Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for a posterior lumbar fusion (l1) for the lumbar vertebral fracture(th12) surgery. During the surgery, while inserting the screw, the inserter was broken 0ff. The surgery was completed successfully within 30 minutes delay. The patient condition was stable. Concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity unknown), unknown kocher forceps (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) viper2 x25 set screw inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tip of viper2 x25 set screw inserter, was broken, and broken fragments were also returned no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition viper2 x25 set screw inserter in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the viper2 x25 set screw inserter. While no definitive root cause could be determined, it is probable that theviper2 x25 set screw inserter was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number x0410 was released in three batches . Batch1: lot qty of (B)(4) units were released on 29 apr 2010 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 05 jun 2010 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 11 may 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.